Event description:
Customer reportedly tested 70mg/dl and 97 mg/dl on the advantage system while unresponsive. The paramedics were called and within 10 minutes of customer's results, paramedics obtained a result of 40mg/dl on their professional device. Customer was given glucagon to elevate her blood glucose. Requested return of suspect system and replacement was sent.